Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod and gave a manual injection. The ketones were at 0.2.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. A leak test was conducted and a leak was observed in the exposed portion of the soft cannula. A tear was observed at the site of the leak. It is unknown how or when this damage occurred. The device was observed with the linkage assembly in the fully retracted position but the formed needle extending past the bottom housing window. After opening the pod, the formed needle was found to be dislodged from the slide retract. The slide retract was observed to be damaged, indicating that the formed needle was incorrectly installed. This resulted in the exposed needle, which caused the reported skin irritation.